Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), correct the date received by manufacturer (see section g4), provide the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that prior to the transesophageal echocardiogram study, the transducer displayed a usacquisitionhw_40_0 error message. The system was rebooted but it did not resolve the problem. The patient's study was completed using a competitor's system. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed. However, the reported issue could not be reproduced. The investigation results were inconclusive, and a root cause for the issue could not be identified.